Event description:
A pt underwnt a therapeutic egd procedure to perform hemostasis in the stomach. The resolution clip device would not advance out of the sheath to initiate the deployment sequence. Another of the same device was utilized to successfully complete the procedure. The pt did not sustain any reported complications or ill effects as a result of the deployment issue. The pt condition is noted to be fine.